Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient had not used or charged her ipg in several months. Communication attempts were unsuccessful; ipg was inoperable. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was explanted and replaced for an updated model. Therapy was resumed and issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.